Event description:
Clinical adverse event received for "squeaking feeling" event is not serious and is considered mild. The event is definitely not related to device and is probably related to procedure. (Left knee) original implant date 06/17/2019. Pc-(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).